Event description:
Water-like substance was found on the velys hand piece after being sterilized and processed. Issue has been reoccurring. Another handpiece set was opened. Procedure was completed successfully with a three minute delay. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: according to the information received, the issue with the following product: 451570102, sn: (B)(6) was experienced: water-like substance found on velys hand piece after being sterilized and processed. Issue has been reoccurring. The photo confirms the reported issue. Despite the device not being returned for evaluation, it was concluded that it is related to a lack of sufficient direction in the assembly procedure when using grease. Further investigation and assessment is covered in the quality system. The cause for the found defect is a lack of sufficient direction in the assembly procedure. The manufacturing process has been to control the amount of lubricant applied when assembling the handpiece. The service process has been updated to more efficiently identify this issue. Further investigation and assessment of this design issue is covered in the quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.